Manufacturer narrative:
Per -128 initial report it is unclear at this time whether the fractured metafix stem has been revised. Additional information, including a detailed patient outcome, post primary and pre revision x-rays and the return of the devices (if applicable) has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be retrieved and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Not returned.

Event description:
Report of a potential revision of a metafix stem.

Manufacturer narrative:
Per -128 final report. Corin have not received any information to confirm that the reported device has been revised. The appropriate device details for the reported fractured metafix stem have been provided and the relevant device manufacturing records have been identified and reviewed. This device conformed to material and dimensional specification at the time of manufacture. Corin have not received any other reports relating to devices from this batch. Additional information, including a detailed patient outcome, post primary and pre revision x-rays and the return of the device (if applicable) was requested in order to progress with this investigation, however, it was confirmed that this information is not available. Based on the information available, no further investigation can be conducted at this time and thus corin now consider this case closed. However, should any additional information be provided, then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
A metafix size 2 stem was implanted on (B)(6) 2015 a few months after implantation the patient started to experience pain and on (B)(6) 2016 the patient visted the doctor. It was then found through x-rays that the metafix stem had fractured. Corin have not received any confirmation that a revision surgery has occurred.